Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment for a highly calcified lesion in the left anterior descending artery (lad) via femoral access. The vessel was wired with a workhorse wire, and the wire was exchanged for a viperwire. The oad was advanced into the area of interest, and imaging with contrast was used to ensure correct positioning of the oad. Two treatments were performed, after which imaging with contrast showed no visible dissection or perforation. The oad was re-positioned, and the viperwire retracted. During an attempt to re-position the viperwire, a small perforation was noted in the mid section of the vessel in an area that had not been treated by the oad. Two balloon inflations were used to resolve the perforation. There was no effusion, and the patient's electrocardiogram readings were baseline. The patient was then sent for a left internal mammary artery to lad bypass due to a second lesion that had not been treated in the mid lad. The patient was well after bypass and was discharged home.